Manufacturer narrative:
Section d4 was updated. Sample 1 was tested with reagent lot 74279901 while sample 2 and sample 3 were tested with reagent lot 77052801. The calibration did not indicate an issue. Qc was acceptable prior to the sample measurement. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 29 patients' samples tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. The following are examples of discrepant results for 3 patients' samples. Sample 1: initial result: 12. 1st repeat result: 53. 2nd repeat result: 12. Sample 2: initial result: 6. 1st repeat result: 20. 2nd repeat result: 7. Sample 3: initial result: 21.1st repeat result:160. 2nd repeat result: 22. The unit of measurement was not provided. The process that the customer has in place to repeat tnths samples prompted the repeat of the above samples.